Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a severely calcified and non-tortuous lad lesion exhibiting 87% stenosis . No damage was noted to device packaging and no issues removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was not performed. The lesion was not pre-dilated. During the procedure the device did not pass through a previously deployed stent. Resistance was encountered and no excessive force used. The stent could not pass through the calcific lesion at the lad, it was pulled after a few tries and stent deformation was observed. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The physician completed the procedure and patient status is alive with no injury.

Manufacturer narrative:
The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 2nd distal stent wraps with struts raised. Slight deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. The device returned with a detachment on the hypotube 0.05cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. The strain relief was bent . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device was prepared in according to the procedure. The device was pulled back because a fracture at the hypo tube near the strain relief was noticed after the device reached the lesion. The device was removed completely. There was no part of the device left in the patient. The procedure was postponed. If information is provided in the future, a supplemental report will be issued.